Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were repositioned to t6 to establish effective coverage. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.